Event description:
It was reported that the patient recovered with treatment following the previously reported gi bleed which occured approx approximately 58 months post index procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: cva/stroke.

Manufacturer narrative:
Results: haemorrhage. (B)(4).

Event description:
Two endeavor sprint stents were implanted in the lad due to a non-target vessel revascularization 24 months post index procedure. Approximately 58 months post index procedure the patient suffered a gi bleed. Patient was treated with medication. Investigator assessed that the reported event was not related to the study device.

Event description:
The patient presented to the ER with chest pain and abdominal pain. The patient had a cardiac catheterization and was found to have an rca with large dominant vessel with focal, shelf like plaque, 70% to 80% proximal stenosis. The patient underwent a successful ptca to the rca. A 3.5mm x 15mm endeavor sprint rx coronary drug-eluting stent was implanted for treatment of a lesion in the proximal rca. The patient was also found to have a left circumflex lesion, however, it was tested with a wire and could not cross easily and medical management was recommended in regards to this. The patient was started on plavix. Approximately 9 days post implant, patient was admitted to a telemetry bed. The patient subsequently underwent cardiac catheterization and was found to have a sub acute stent thrombosis of the rca. It is also reported that the patient experienced an mi. The patient subsequently underwent a pci of the rca. There were two endeavor sprint rapid exchange (rx stents implanted in the proximal rca. The patient recovered and was discharged from hospital 3 days later. Investigator reported a possible relationship between the event and the study stent /procedure. The patient's cardiac status at 30-day and 6 month follow-ups was stable angina. It was reported that the patient presented at ER with chest pain approximately 10.5 months post index procedure. Nurse found patient was unable to talk in the am of the next day and called a stroke alert. A cat scan was completed and neurologist noted chronic infractions. There were no acute findings and no hemorrhage noted. The type of stroke was unknown. Thrombolytic therapy was performed and it was reported that the patient recovered with treatment. The investigator has indicated that the event was not related to the study device. Reference: MDR # 2953200-2010-01435 and MDR # 2953200-2009-01146.